Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Sample was visually evaluated for potential nonconformances and met product specification requirements for the reported complaint. Without the catheter assembly for the returned sample to evaluate for potential valve functionality issues, the probable cause for the reported complaint of leakage could not be determined and there was no evidence of foreign matter contamination in the received sample. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Complaint information will continue to be monitored. ICU medical regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly. This file was originally incorrectly filed under registration number mrn 1219611-2024-00055-00. The date of that submission was 19-nov-2024.

Event description:
It was reported that while starting a peripheral IV, the writer noticed blood leaking from the hub after the needle was secured in the chamber. There was patient involvement, and no harm/adverse event reported.